Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 3.5, lab: 5.7. Meter and lab testing was done within several hrs of each other. Has scarring on fingers but has been able to get a large hanging drop. Was hospitalized recently for a-fib. Had an ablation. While at home, pt had bleeding, he said due to incisions, had a hematoma, was hospitalized for 8 days. Has been on amiodarone for 3 months, and was on lovenox at the hospital. Caller reports also being on many other medications.